Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c2195209 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2195209. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿with elevator open, advance device until endoscopically visualized exiting duodenoscope¿. "Under fluoroscopic guidance, with elevator open, continue to advance the device in short increments until the stent is fluoroscopically visualized through the stricture." There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the additional questions, it is known that the elevator on the endoscope was in a closed position during attempted deployment. It is likely that the elevator being in a closed position could have potentially caused the catheter to kink, continued attempts to deploy may have led to a build up of pressure at the kink resulting in difficulty when deploying the stent. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action / correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: the customer reported the stent failed to deploy. A definitive root cause was attributed to use error as the elevator on the endoscope was in a closed position during attempted deployment. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21-aug-2025.

Event description:
Stent failed. What endoscope type and channel size was used? Duodenoscope 3.8. What was the position of the elevator? Closed. Details of the wire guide used (diameter, type, make)? 0.035mm. Please advise the anatomical location of the intended target site. Ampulla cbd. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? New stent opened and used. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, same day. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No. Was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? Yes. Was the yellow marker kept in view during deployment? Unsure. Will the device be returned? Yes.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.